Event description:
It was reported that the patient experienced inadequate pain relief. It was also noted that the implantable pulse generator (ipg) was not retaining a charge and required an extended period to charge. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and leads were discarded by the medical facility.

Event description:
It was reported that the patient experienced inadequate pain relief. It was also noted that the implantable pulse generator (ipg) was not retaining a charge and required an extended period to charge. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and leads were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 5056971 / 5142977.